Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 ep navigation system with cartofinder module (model# unknown lot # unknown) manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
During a clinical trial sponsored by bwi, was reported that a (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with three thermocool® smarttouch® sf bi-directional nav catheters and suffered ventricular tachycardia requiring defibrillation and medication. During ablation, the steering component stopped working. Catheter was replaced and the issue resolved. Device deficiency did not result in an adverse event. In addition, during the diagnostic ep study, as soon as the catheter was plugged in, no temperature displayed. Cable was replaced without resolution. Catheter was replaced and the issue resolved. Furthermore, during the procedure, the patient went into (B)(6). Patient was defibrillated and unspecified medication was administered. Issue resolved without sequelae. Medical history includes systemic hypertension and qt prolongation (conduction disorder). Principal investigator assessed this event as moderate in severity, not serious, definitely device-related, and possibly index procedure-related. The deflection issue and temperature issues are not MDR reportable as potential risk that it could cause or contribute to a serious injury or death is remote. However, since there were three ablation catheters used during this procedure, this adverse event is being reported under all three ablation catheters used. This report is for catheter with no issues.

Manufacturer narrative:
An update was received on may 25, 2018. The torsade relationship with procedure was updated from possibly procedure related to definitively procedure related and the severity has been updated from moderate to severe. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 6/15/2018 indicating that the subject responded adversely to ibutilide infusion. The subject developed torsades. Cardioversion was then performed. Magnesium sulfate IV was given with good results. Subject stabilized to sinus rhythm. Event did not lead to fetal distress, fetal death, congenital abnormality, or birth defect. An update was received on 6/25/2018. The torsade relationship with procedure was updated from definitely device related to not related and definitively procedure related to not related. Manufacturer ref no: (B)(4).